Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97755 (serial:(B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient mentioned he was charging every 2. 5-3 days and eventually went down to 1 day and then to 0. 5 hour and would be fully charged with only using 10% of the recharger and now not charging at all because of these codes he is seeing. Pt states been without stim for a month now. Pt also mentioned seeing a code settings not available and this has been going on probably since june. Pt states he can go down but cannot increase stim.the issue was not resolved through troubleshooting. An email was sent to the repair department to replace the rtm device. Patient mentioned he has had this thing in him for 2 years and knows it is great and he is more than willing to try a new paddle but its not going to hold a charge and only going to take 10% to charge to 100%. Patient states used to be 100% and now only takes 90% to fully charge. Pt states he will try a new paddle but knows it will only last 24 hours.  The reason for call was patient states his unit is not working and will not charge anymore. Patient states he has lost prog ramming in the controller and cannot turn up levels or adjust them. Pt mentioned 3 months after implant lost programming and cannot increase. Patient service specialist advised to try and charge however patient states hes been without stimulation for a month now. Pt states his device is at end of life. Pt states cannot adjust or turn up levels. Pt states been dead since beginning of oct 2023. Pt states seeing a code system problem rm05 since (B)(6) 2022. Pss reviewed code and potentially issue with an rtm. Pt states been going on since (B)(6) where seeing settings not available possibly and patient also states hes had nothing but problems with it and does not want it anymore as it has never worked right. The patient also noted they had a return of pain. The issue was not resolved through troubleshooting. Additional information received from the patient. Pt called back and stated previously reported events. They said they got the new rtm and says they are now able to charge ins.